Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The subject device was manufactured in february 2022, but the specific date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event "failing to stop the bleeding and the patient having to be transferred to the hospital for the bleeding" occurred due to the clip that grips the patient mucous membrane could not be detached from the applicator. The root cause of the event could not be specified. Additionally, based on the results of the investigation and previous replication testing a likely mechanism causing the clip not to be able to detach from the device might be the following: ¿ the endoscope or the rotatable clip fixing device was pulled while the clip was grasping the body cavity tissues. This applied a tensile force to the joint between the hook and the clip. As a result, the clip was difficult to detach from the hook. ¿ when an attempt was made to release the clip by pushing the slider, the convex area of the hook was facing down. Therefore, the hook did not detach under its own weight and the clip did not detach from the product. However, the subject device was not returned and a specific root cause could not be identified. The event can be prevented by following the instructions for use which state: ¿ operation of this instrument is based on the assumption that open surgery is possible as an emergency measure if the clip cannot be detached from the instrument or if any other unexpected circumstance takes place. In this case, refer to chapter 14, ¿emergency treatment¿. Do not withdraw the instrument forcibly or change the angulation of the endoscope when the clip is grasping the tissue and is not released. Doing so may tear tissue inside the body cavity, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage. ¿ do not angulate the bending section of the endoscope or withdraw the instrument from the endoscope while the clip is grasping the tissue before being released. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. ¿ do not try to forcibly withdraw the instrument from the endoscope if the clip cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as perforation, bleeding, or mucous membrane damage. ¿ should the slightest irregularity and/or breakage of the parts be suspected, withdraw the instrument from the endoscope immediately according to the steps of ¿withdrawing the instrument from the endoscope¿ on page 10. Otherwise, perforation, bleeding, or mucous membrane damage may result. Additionally, the following information regarding the steps to release the clip is listed below: 1. When pulling the slider, the operation wire, the hook and the clip arms are linked together, and they are pulled together in the proximal direction. This motion closes the clip arms. 2. When the slider is further pulled after closing the clip arms, the protrusions of the clip arms will move to the outside of the clip pipe. Once it happens, the small protrusions of the clip arms will be fix to the edge of the clip pipe. As a result, the clip cannot be opened or closed. The clip can be opened and closed by operating the slider to a position where the small protrusions of the clip arms do not come out of the clip pipe. 3. When the slider is further pulled after the clip does not open or close, the limiter located in the slider breaks with the noise of snapping. (The user recognizes that clipping was completed by hearing the sound.) 4. After the limiter breaks, the joint between the hook and the clip arms will be unhooked by moving the slider forward. As a result, the clip will be released from the product. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that three single use repositionable clips failed to deploy properly during a colonoscopy with polypectomy while the patient was bleeding causing the procedure to extend by 20-30 minutes, and eventually, cancelled. The patient was transported to a local hospital to stop the bleeding and the patient subsequently underwent another colonoscopy using third-party clips. The three clips were left inside the patient and will not be returned. There was no further medical intervention needed and no further patient impact reported. This event is reported under the following related patient identifiers: (B)(6) - single use repositionable clip 1/3. (B)(6) - single use repositionable clip 2/3. (B)(6) - single use repositionable clip 3/3. This medwatch is for patient identifier (B)(6) .

Manufacturer narrative:
The subject device was manufactured in february 2022 based on the provided lot information "22k". The suspect device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report has been submitted by the importer under this MDR report number 2429304-2023-00278.